Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin broke off inside pin driver and the reamining portion is stuck in the resection cut guide.

Manufacturer narrative:
Examination of the submitted instruments confirmed fracture of the hp threaded pin. The fracture was due to torsional insertion force applied to the pin that exceeded the ultimate strength of the material resulting in fracture of the pin. No material defects were observed in the pin that could have contributed to fracture initiation and/or propagation to failure overload. The root cause of the pin being stuck in the cutting block could not be identified. Review of the device history records and/or a lot specific complaint database search was not possible for the fractured hp threaded pin as the product lot code required was not provided. The investigation could not verify or identify any evidence of product error as a contributing factor to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.